Event description:
The patient returned approximately one month post cryoablation procedure with a pericardial effusion and pericarditis. The patient had a small effusion prior to the procedure.

Event description:
A cryoablation procedure was performed on (B)(6) 2011. As per the physician, the patient had a small effusion prior to the procedure. The patient returned to the hospital on (B)(6) 2011 with a pericardial effusion and pericarditis.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.